Manufacturer narrative:
A ge service representative performed an onsite investigation and the footswitch was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's x-ray switch became disabled and a cine error message was displayed. No patient injury was reported.